Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -7/+1/38 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found the optic torn/split, haptic torn/broken, and foreign material on lens surface. (B)(4) should be included. Should not be listed as device code. (B)(4) should be included in patient code, not device code. Conclusion code: lens returned and evaluated, can't confirm complaint. Claim # (B)(4).